Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2020.

Event description:
It was reported that patient had a tumor removed that was located around the scs (spinal cord stimulator). It was unknown if the tumor was device related or not and there's no reported issues with the device functionality. The scs remains implanted and the patient was doing well postoperatively.